Manufacturer narrative:
Collecting information ongoing. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that there was the incident with the tempo passive floor lift and the passive clip sling. It was reported that during patient transfer (female, (B)(6) lbs) from a bed to a wheelchair one of the clips detached from the lift spreader bar. As the consequence of the event patient fell of the sling and sustained broken ribs, pulmonary contusions and hemothorax. It was also stated that on the (B)(6) 2019 patient passed away but so far it was not possible to determine whether the death was a direct result of patient fall.

Manufacturer narrative:
Please note that section d3, g1, f14 and h6 (patient code) has been updated. Results of manufacturer investigation are following: it was reported to the arjo representative that there was the incident with the tempo passive floor lift and the passive clip sling. It was reported that during patient's transfer (female, 152 lbs) from a bed to a wheelchair one of the clips detached from a lift spreader bar. As the consequence of the event patient fell of the sling of 24 inches and sustained broken ribs, pulmonary contusions and hemothorax. Arjo was also informed that on (B)(6) 2018 two days after the incident, patient passed away. Unfortunately, we were not able to confirm whether the death was direct result of patient fall as the arjo did not have access to the coroner report. After the event there was an evaluation made by arjo technician. Visual inspection of the lift revealed that it was in general good condition. The lift castors were in a good condition, lift up/down functioned properly with and without a load applied, all controls were fully functional. Side chassis cover was missing and load cell plastic cover was cracked but the device was found to meet all manufacturer's operational specifications. The sling in question was also inspected and it was stated that it was in a good condition without any abnormalities found. However, the label of the sling was found to be unreadable. Arjo performed thorough analysis regarding the reason for clip detachment. It was concluded that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. Following all details reported the patient was lifted from the bed, therefore from the horizontal position. From simulations, we know that a person can be lifted from a horizontal position with only three clips in place. However, typically when the patient is at the end of that transfer, put into a more upright, seated position before lowering to a wheelchair, the weight shifts towards the missing clip strap and the person falls out. Passive sling IFU (04.sc.00-int1_2) provides patients with warnings: "check all parts of the sling. If any part is missing or damaged - do not use the sling. Check for: -fraying -loose stitching -tears -fabric holes -soiled fabric -damaged clips -unreadable or damaged label." Based on the instruction for use provided with each arjo sling, in case of any doubts about sling safety and there are visible signs of fraying, tearing and damage ( like cracking, bending, breaking), it should not be used. Please note, that there are also some crucial information and pictures provided regarding correct attachment and detachment of the sling clips: "warning: to avoid resident from falling, make sure that the sling attachments are attached securely before and during the lifting proces." "Make sure the lug is locked at the top end of the clip." Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The outcome was that the IFU instructions were found to be adequate to enable the caregiver to perform the intended activities safely. From the above it can be concluded that misusing of the clip attachment and incorrectly attaching it to the spreader bar was the reason of patient fall. Based on the product knowledge and a simulation performed, when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. The system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the misused clip attachment occurred and from that perspective, the system did not meet its intended use. The complaint was decided to be reportable due to the fact that clip detached during transfer causing patient to fall. 2 days after the incident it was indicated that patient passed away.

Manufacturer narrative:
This is a follow-up report for the one initially sent on 2019-may-17. This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#(B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#(B)(4)).